Event description:
On (B) (6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra 2 meter read inaccurately high. The patient indicated that the alleged issue started on (B) (6) 2010, at an unspecified time during the morning. An unknown time after the alleged issue began, the patient claimed that she developed symptoms where her tongue and lips felt numb. The patient reported a lfs meter reading of "125 mg/dl." She also reported a blood glucose result of "71 or 74 mg/dl" obtained on an ER/hospital meter. At 9:30 am on (B) (6) 2010, the patient was reportedly treated with food and/or drinks from the emergency room (ER). It would have been helpful to know the following information: what time the result of "125 mg/dl" was obtained, what time the ER result was obtained, what actions (if any) the patient took based on the meter reading, what time the symptoms developed, what actions the patient took before and after the symptoms developed, and what actions she took before going to the ER. In addition, it would have been helpful to know if the hospital meter reading was obtained before or after the treatment was administered, if she was symptomatic during the ER visit, what her testing frequency is, and what her medication and diabetes management regimens consist of. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she received ER treatment that can be associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.